Event description:
Event description guidant received information that this implantable pacemaker (ipm) is not pacing and cannot be interrogated. The programmer gives a message indicating it does not recognize the device. There is no magnet response. The patient is in atrial fibrillation and has irregular ventricular responses at rates of 40-90. The pacemaker is documented to have a lower rate programmed to 60ppm. The device was replaced and returned for analysis.